Event description:
Atrial lead dislodgement was noted at the post operative check in 2009. The patient was reprepped for lead repositioning. Loss of blood pressure and oxygen were noted, and the patient became unresponsive. The patient expired the following evening.